Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: control result out of control range and e-0 with control. No defect found on returned meter. Root cause: root cause: rc-072: vial left open for an extended period of time. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer and produced e-2 error using true metrix meter. Per customer, the product is stored according to specification in the study. The test strip lot manufacturer¿s expiration date is 03/19/2027 and per the customer the open vial date is (B)(6) 2026.